Event description:
It was reported that the foot plate was bent on the craniotome device. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the dura guard (protective foot) and back post had been bent. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive force being placed on the device during use, which is further defined as misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.